Manufacturer narrative:
Additional information: in review of the file, it was found that this event was also reported in emdr report 9614546-2017-00413 and therefore, is a duplicate report. No further information will be reported under this MDR reporting number 9614546-2017-01164. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 17.0 diopter intraocular lens (iol) was explanted from the patient''s operative eye and replaced with another lens. No additional information was provided.